Event description:
Asp learned of seven pt reactions to cidex opa from a copy of publication discussed during a round table meeting with asp and an allergist. P3 had trouble breathing, blood pressure drop, lowered oxygen levels and severe full body itch. There are no further details available. This event occurred while undergoing a repeat cystoscopy procedure with a scope that had been disinfected in cidex opa solution.